Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No cosmetic damage noted.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 105 mg/dl at the time of the call. The customer was given glucose tablets and an intravenous drip for treatment. The customer was wearing the insulin pump during the incident. Troubleshooting did not find any issues with the insulin pump. The insulin pump will be returned for analysis.